Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardiac monitor (icm) that was exhibiting false pause episodes due to loss of contact. Issue was not addressed. No further information was reported.

Event description:
New information noted that patient was stable.